Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to a ot vita meter. The reporter alleged readings of "13.3, 4.7 and 9.8mmol/l"on the lfs meter compared to "8.9. 3.7, 7.9 mmol/l" respectively on a vita meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.